Manufacturer narrative:
Product ID: 977a260, lot# va0vgf4032, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Review of this MDR and/or additional information received shows that the codes being removed were not related to the previously reported event information and therefore did not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that one lead was fine with normal impedances but needed to be removed in order to place the surgical lead. The patient reported she fell and the surgeon believed this was the reason for the fracture of one lead. The leads were removed and discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va0vgf4032, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-may-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. It was reported that the patient reported her stimulator needed to be reprogrammed because it had been quite a while and she was experiencing pain in the stomach and numbing of her muscles up front. Patient reported symptoms were gradual. Additional information was received from a manufacturer representative (rep) via the patient on 2018-dec-12. The rep noted that the patient has a medical history of chronic pain. Beginning on an unknown date in (B)(6) 2018 the patient has been experiencing numbness in their abdomen and rib cage when the device is on. This event date conflicts with previously reported information. The numbness continues after they turn the device off and then goes away after approximately 7 days. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient would meet with a rep at their doctor¿s office on (B)(6) 2018. The issue was not resolved but the patient was noted to be alive with no injury. Additional information was received from a manufacturer representative (rep). It was reported that the rep was able to reprogram the patient and get rid of the numbness. No further complications were reported/anticipated. Additional information received from a manufacturer representative (rep). It was reported that electrodes were out. The leads were replaced and the issue was resolved. No further complications were reported.